Event description:
Consumer stated he was injured by replacement toothbrush heads: claimed the brush head caused cuts inside his mouth on left inner cheek, stated the toothbrush "ripped his mouth flesh". He stated that the toothbrush grabs or pulls at skin in mouth area. In a subsequent conversation with the consumer on (B)(6) 2015, he stated that he was beginning to experience a "twitching" visible on his face. He stated that he bought the brush heads and used them within days of purchase. He used the heads for 3-4 days, twice daily. The complainant stated that the first brush head cut his inner cheek so he used another brush head on a subsequent occasion. He alleged that the other brush head cut his mouth as well. He stated that it pulled "flesh" into the brush multiple times and made an actual hole on his inner cheek. He did not seek medical attention.